Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and motion sensor test failure alarm. Customer's blood glucose was 136 mg/dl. Customer was unable to clear the alarm. Device was unable to run the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had and intermittent failure that was not detected during our testing. No motion sensor test failure alarm was noted during testing. The displacement test functioned properly. Unable to perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, a scratched keypad overlay and minor scratches on the lcd window.